Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with some drainage from their device pocket and shortness of breath. The patient was admitted for a day, receiving diuresis with lasix. The patient¿s symptoms improved, and they were discharged with oral antibiotics. Five days later the patient was seen for continued signs of infection which had spread to the patient¿s arm including swelling, redness, warm skin, and further drainage. The cardiac resynchronization therapy defibrillator (crt-d) system, including a antibacterial absorbable envelope was explanted, and a temporary system was implanted, followed by an implant of a new crtd system. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.